Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup, pn unknown, ln unknown. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-09345. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient has been considered for revision due to malpositioning, pain and elevated ion levels. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient has been considered for revision due to a vertically/malpositioned cup, pain and possible elevated ion levels. Attempts have been made and no further information is available.